Manufacturer narrative:
Engineering reviewed the new data from the programmer interrogation and from the remote monitoring system. The average power consumption had decreased slightly, to 58uw. The recent spikes seen on the power graph appeared to be caused by telemetry sessions. It was reported the brady mode was reprogrammed to dddr, which would stop the rythmiq episodes, which now numbered over 16,000. The plan was to check the device again in 30 days, to see if the average power consumption would return to normal without the rythmiq episodes being stored. It was noted the patient would continue to be followed on the remote monitoring system, where alerts for any early replacement indicators would occur.

Event description:
Boston scientific received information that this pacemaker exhibited a significant decrease in remaining longevity, from 9.5 years remaining in (B)(6) to 5 years remaining in (B)(6). It was noted the right ventricular (rv) pacing output was higher, at 3.5 v @ 0.7 ms, but the patient was only pacing 1% in the rv. Engineering reviewed the device data from the remote monitoring system. There were no faults or errors in the device memory. The power consumption was higher than expected at 62uw; normal consumption for this device would be 36uw. There were over 15,000 rhythmiq episodes stored, but this would not cause the high power consumption. The increase began in (B)(6) 2017, with a spike noted one day after the (B)(6) device check. The field representative discussed the findings with the physician. The patient was to be seen again in the clinic for an interrogation and to save a copy of the device memory for further evaluation. Additionally, the next upload from the remote monitoring system would be reviewed to see if another spike was observed the day after the interrogation. It was noted this patient is also being followed due to a radio frequency (rf) overuse issue between the communicator and the device. It was possible the higher power consumption was due to this issue. Troubleshooting had been performed in effort to find a more suitable location for the communicator, to reduce the number of re-tries and telemetry errors the patient encounters when using the remote monitoring system. No adverse patient effects were reported.